Event description:
A consumer's relative reported that during surgery, the doctor opened a package of the shunt and found a part of the shunt was missing. The surgery was not completed and the consumer returned four or five days later at which time a new shunt was implanted. The consumer's condition was reported as "doing fine". Additional info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).